Event description:
Hcp reported the pt had a history of 3 back surgeries prior to the pump placement. In attempting to place the first catheter, it went down instead of up due to scar tissue. This catheter was removed and a second was placed. The pt awoke with complaints of pain in the right thigh which had not been there prior to the surgery. The hcp felt scar tissue may have kinked the catheter. When they removed it, the tip stuck and broke off. The catheter was not in the intrathecal space, but rather epidural. The pt was hosptialized for 3-4 days. The pt is now at home and back to baseline with the back and leg pain. The pain in the right thigh is reported to be 75% improved. A cat scan showed no compression of the nerve root. The pt is now deciding whether to have the catheter replaced or have a back fusion.